Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7071025. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7070506/7070510.

Event description:
It was reported that the patient was experiencing inadequate stimulation since implant. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.